Event description:
It was initially reported that following a sling procedure in 2009, the patient formed an abscess. Additional information received at about one month later stated that the patient experienced pain at suprapubic puncture sites. The patient was treated with incision and drainage of abcesses. Current status of patient was described as resolved wound infections.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states in the adverse events section that complications associated with the proper implantation of the urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure, temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over correction/too much tension placed on the mesh sling implant, perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage, transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant. Precautions section states that post-operatively the patient is recommended to refrain from heavy lifting and/or exercise (i.e., cycling, jogging) for at least three to four weeks and intercourse for one month.